Manufacturer narrative:
(B)(4). The device was not returned to baxter so an eval could not be performed. If the device is returned an eval will be performed and a supplemental report will be submitted.

Event description:
It was reported that pump has a system error 322. The customer stated there was no patient injury.